Manufacturer narrative:
Device evaluation anticipated, but not yet begun. The replaced parts have been requested for investigation but not yet received. A follow-up medwatch will be sent when investigation is completed. (B)(4).

Event description:
(B)(4).